Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device alarmed with tf 9907 and 5509. No patient was involved. The logfiles have not been received for analysis. The root cause was identified as a defective inspiratory valve, which was subsequently replaced. Following the replacement, the issue was resolved.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description the device alarmed with tf 9907 and 5509. No patient involved.